Event description:
Patient received one endeavor sprint rapid exchange (rx) drug eluting coronary stent during index procedure. Stent implant was successful. However, it was reported that approximately 1 month post index procedure the patient died due to an unspecified acute cardiac event. Investigator reported that the event was unrelated to the procedure.

Manufacturer narrative:
(B)(4). Results: (death).

Manufacturer narrative:
(B)(4).

Event description:
It is indicated the patient death was related to the procedure. Stent thrombosis occurred and cardiac surgery performed, on the same day as patient's death. The investigator indicated that the reported event was probably related to the study device/procedure.